Event description:
The technician reported the brake casters are not holding while in brake mode. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster locking mechanisms are worn and do not hold the wheels in place. This is most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake steer caster and head end brake casters to resolve the issue. Based on this info, no further action is required.